Manufacturer narrative:
(B)(4). Correction: device was not returned. It was initially reported that the device would be returned for evaluation. Subsequent information revealed the device is not returning; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a closure of an unknown vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the device did not catch the fascia and did not suture fascia closed; a device failure occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.